Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 and the cause of death was unknown. Due to privacy law restrictions, further information regarding the event was unable to be provided as the customer would not share any kind of patient related information. The event was not considered to be device related, and an autopsy was not performed. The device had reportedly operated as intended. It was also reported that heartmate 3 lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. The hm3 lvas instructions for use (IFU) lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. An autopsy was not performed and the device was not explanted. It was noted that details could not be provided due to privacy laws, but the death was not considered to be device related and the device was operating as expected.